Manufacturer narrative:
Contact with hospital biomedical engineer indicated he had repaired the pump door assembly prior to the event, but the pump reportedly malfunctioned during the event. He was not aware any medwatch report was generated by risk management. Hospital biomedical engineer requested iradimed service the product. Pump was repaired by iradimed on 11/15/2018. Product required repair of pump door and door related hardware due to damage related to corrosion to pump door switch. Follow up with hospital biomedical engineer on (B)(6) 2018 confirmed pump was operating normally, and had been returned to clinical use. Follow up with hospital risk manager on (B)(6) 2018 confirmed there was no patient harm, and the only issue was the delay of therapy. The likely cause of this report was the incomplete repair of the product by the hospital biomedical engineer.

Event description:
Medwatch report received 11/05/2018 indicating that MRI compatible malfunctioned during setup of a patient in the MRI delaying the MRI and patient care. No serious adverse event occurred.